Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. During evaluation on the field, the device failed calibration for a non performing circulation pump. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure hence DHR review not required. As the reported issue was unconfirmed labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Event description:
It was reported that per evaluation the arctic sun device had a flow issue. The cause was a non performing circulation pump which would be exchanged during the preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
Per evaluation, it was reported that the arctic sun device had a flow issue. The cause was due to a defective circulation pump which would be exchanged during the preventive maintenance.